Event description:
Pt reported that nebulizer is not working. Pt stated that the machine is making a sound, and is not kicking out any air or the medication. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.